Event description:
It was reported that holes in the bed, near the circuit board, had allowed cleaning and other fluids to enter into the circuit board. It was reported that these fluids had corroded and damaged the bed. It could not be verified if the bed could be placed in the lowest position.